Event description:
Subsequent information was received that a lead revision procedure was performed, and this device was electively replaced with a a cardiac resynchronization therapy pacemaker (crt-p) because the patient no longer wished to have an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) lead which has resulted in occasional pacing inhibition and asystole of greater than two seconds in duration. It was reported that the patient was symptomatic, but no serious injuries or syncope have been noted. The implantable cardioverter defibrillator (ICD) portion of the device was going to be deactivated as the patient was in hospice. Boston scientific technical services (ts) discussed with the field representative options related to reprogramming and potential surgical intervention. The field representative was going to discuss the potential options with the patient's health care provider. Subsequent information received from the field representative notes that no changes have been made at this time. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis of the device was performed. Microscopic visual inspection noted that the lv- seal plug was torn, and there was body fluid contamination within the seal plug cavity. All other seal plugs were intact and all the setscrews moved freely and operated normally. Lead impedance testing was done with normal values noted, and the device passed a series of automated diagnostic testing. Analysis testing could not confirm the reported noise or oversensing issue. The device meets specification, electrically.

Manufacturer narrative:
At this time our investigation is complete. This investigation will be updated should further information be provided.